Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative; fill problem (contra limb incomplete fill) complaint is confirmed from the last angiogram video. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. Unable to identify the contributing factors due to lack of medical information (implant angiogram and/or operative notes). The final patient status was reported as no clinical impact from the event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was being treated for an endovascular aneurysm repair (evar) on (B)(6) 2024 with the implant of an alto abdominal stent graft system. The alto abdominal stent graft delivery system was inserted from the right access. During polymer injection, polymer only partially filled the contralateral leg support rings. The physician pulled down the stiff wire and jiggled the delivery system, but it did not resolve the problem. The contralateral cannulation was achieved through the cross over lumen. After 14 minutes, the polymer still did not completely fill into either of the contralateral leg support rings. The physician decided to continue the procedure and implanted limbs. Patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative; fill problem (contra limb incomplete fill) complaint is confirmed from the last angiogram video. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. Unable to identify the contributing factors due to lack of medical information (implant angiogram and/or operative notes). The final patient status was reported as no clinical impact from the event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.